Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing, though the patient's pd catheter was replaced on an unknown date with an unknown catheter. The patient was discharged from the hospital four days after admission and was recovering from the event. No additional information is available.